Manufacturer narrative:
Unit received with pillowing keypad overlay and minor scratches on case. Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due broken trace at pin 1 and 6 on u1 keypad assembly. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. The customer¿s blood glucose level was 5.7 mmol/l. The customer was able to rewind the insulin pump and run self test. The insulin pump will be returned for analysis.